Event description:
It was reported that patient presented to the emergency room after receiving inappropriate atp and high voltage therapy for what appeared to be svt. Device was reprogrammed and remains implanted.

Manufacturer narrative:
No medwatch form was received.